Event description:
Olympus was informed that during a therapeutic transurethral vesical resection procedure the esg-400 hf-generator issued error message e172. After several restarts of the hf-generator, the intended procedure could be completed with the same set of equipment and there was no report about an adverse event or patient injury. During the evaluation/investigation of the relevant hf-generator at the olympus iberia regional repair center both error message 172 and error message e433 were found in the error log.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus iberia regional repair center (rrc) barcelona, spain (received at the rrc on 2022-05-23). During the evaluation at the rrc error message 172 and error message e433 were found in the error log but neither could be reproduced during the inspection. These error messages are triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Since the error messages could not be reproduced, a temporary fault is assumed but the exact cause for the occurrence of the error messages could not be determined. The evaluation also found the hf-generator's top cover to be deformed and the generator was missing a rubber foot. These issues were most likely caused by improper handling. There is no causal relationship to the reported error messages. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.